Event description:
Customer alleges that incubator was found with no power, blank display and not controlling temperature. It was also alleged that no alarms were sounding. The pt was transferred to a reserve incubator. No injuries were reported.